Manufacturer narrative:
The event date is approximate.

Event description:
A consumer reported that their diamondclean smart charger caused a fire, resulting in property damage. No injuries were reported.

Manufacturer narrative:
The diamondclean smart charger is an accessory to the diamondclean smart power toothbrush system. The model and serial number of the charger were not provided. Analysis results: product was not returned to confirm a malfunction has occurred.